Event description:
The dr advanced the .026 sys up to the m1 - m2 segment. Upon placement of the catheter, he made 4 - 5 passes with the .026 wire. On his last pass, the separator wire separated at the proximal 15 cm marker (not inside the pt). He was able to pull the catheter and wire out together. After 4 passes with the penumbra .026 catheter and wire, he infused tpa. After doing this pt had a bleeding complication. The dr determined that the complication was due to the tpa infusion, not the penumbra sys.